Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown matrixmandible plate. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On an unknown date, a patient was treated for a mandible fracture and implanted with plate and screws. Post-operatively on an unknown date, the patient presented with infection. On (B)(6) 2013, the patient underwent surgery to have the screws and plate removed. The construct was removed with no revision implant. No additional information is available. This is report 1 of 2 for complaint (B)(4).